Manufacturer narrative:
The field service engineer (fse) performed a system volume check and a precision. The performance of the instrument was verified. The investigation found that the centrifuge time was too short and the speed was too high. The investigation found the calibration was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 4 patients tested on a cobas e 411 immunoassay analyzer and compared to a cobas 6000 e 601 module. For patient 1 the initial troponin t result was 1.01 ng/ml with a data flag on the e 411. The repeat result was <0.010 ng/ml on the e 411 and <0.010 ng/ml with a data flag on the e 601. The repeat result on the e 601 was deemed to be correct. For patient 2 the initial troponin t result was 0.03 ng/ml and the repeat result was 0.02 ng/ml on the e 411. For patient 3 the initial troponin t result was 0.03 ng/ml and the repeat result was 0.02 ng/ml on the e 411. For patient 4 the initial troponin t result was 0.04 ng/ml and the repeat result was 0.03 ng/ml on the e 411. The questioned results were reported outside of the laboratory. The troponin t reagent lot number was 390066 with an expiration date of 31-mar-2020.